Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did back to back blood glucose tests with results of 460 and 360 mg/dl. She said that she was closer to 360 than 460 based on how she was feeling.(no specific symptoms were given.) During troubleshooting, it was found that the code on the meter was 5 and on the strips were 9. Control solution testing was not done due to the unavailability of supplies. On follow up, the lifescan representative reviewed coding, cleaning and use of control solution with reporter.